Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on september 2, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the provided medical records, on (B)(6) 2016, a (B)(6)-old male patient presented to the user facility for a regularly scheduled hemodialysis treatment. The patient¿s hd treatment was initiated at 11:31 am and continued without any incidents until 2:20 pm when it was recorded that the venous needle pressure was 410mmhg, the machine was not alarming, and the needle infiltrated. Treatment was terminated. Upon follow up with the clinic manager, it was reported that the hd machine did alarm appropriately for the venous pressure, however the alarm was reset and overridden to continue treatment. The patient was given a referral to the access center for evaluation, but did not go. No other intervention was necessary and the patient has since returned to the clinic for continued hd therapy. Upon further investigation, the clinic manager stated the incident was related to ¿staff error¿ and that the venous pressure did alarm, but the operator had reset the machine to resume treatment. There was no issue with the machine and the machine has been put back into service after the incident occurred and has been operating properly. There are no allegations of malfunction against any fresenius products. No conclusion can be made regarding any causality between the fresenius products used during the hd treatment and the patient¿s venous access infiltration.

Event description:
A biomedical engineer (biomed) at a user facility reported that the 2008k2 hemodialysis (hd) machine did not give a venous pressure alarm at 410 mmhg resulting in a patient experiencing a venous access infiltration approximately three and a half hours into a regularly scheduled 4-hour hemodialysis (hd) treatment. The patient's arm was reported to have looked swollen. The treatment was terminated 30 minutes early and the patient was given a referral to the access center for evaluation; however, the patient did not report to the access center. No other intervention was necessary and the patient has since returned to the clinic for continued hd therapy without any further issues. Follow-up information with the clinic manager at the user facility revealed that the hd machine did alarm appropriately for the venous pressure during treatment, however, the alarm was reset and manually overridden to continue treatment. The clinic manager stated that the incident was related to staff error. The clinic manager reported that the patient has a left upper arm graft and has partial paralysis and moves a lot. Following the event, the 2008k2 hd machine was pulled from service for evaluation. The user facility's on-site biomedical engineer confirmed that the unit was operating properly. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.